Event description:
Boston scientific received information via their internal literature review process, that six patients implanted with boston scientific ICD/crt-d devices, exhibited high defibrillation threshold (dft) values, during pre-hospital discharge (phd) testing. This study was aimed to review the relevance or additional benefits, of pre-hospital discharge testing post ICD/crt-d implant. Retrospective data was collected and analyzed from over 800 patients. While no severe complications were reported, six patients with boston scientific devices, failed dft phd testing. Of the six reported failures, three patients received a sub q array for higher energy delivery while the remaining patients, achieved successful resolution by reversing shock polarity. No allegations the boston scientific implanted devices malfunctioned and the study concluded, that testing an implanted ICD function at least once is recommended and considering certain patient characteristics, pdh testing would be advisable.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.